Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported that a different injector treated the patient in the upper lip with 1 ml of juvederm volite. The patient now has bruises and a burning sensation in the upper lip. The patient is unable to move the left upper lip. Patient also reported superficial ulcer & erosion in the vermilion border. The patient complains of pain in the jaw line, and increased bruises in the upper lip area. This is the same event and the same patient reported under emdr- (B)(4). This emdr is being submitted for the serious injury.